Event description:
A healthcare professional reported following the intraocular lens implantation some of the surgeons noticed that there were notches on the implanted lenses. The patient vision was not affected. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).